Event description:
It was reported to gore that in (B)(6) 2006, a (B)(6) female underwent treatment for a congenital diaphragmatic hernia (cdh) in which gore dualmesh biomaterial was used in the surgery. (B)(6) the child underwent an emergent procedure for small bowel obstruction where the device was removed along with resection of a portion of small bowel. A new gore dualmesh biomaterial patch was implanted for the cdh. The patient has since recovered from that surgery.

Manufacturer narrative:
Device has not been returned for evaluation. A review of the manufacturing paperwork has been conducted. Results code - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. A review of the manufacturing records verified that the lot met all pre-release specifications. The explanted device was not returned for evaluation, therefore, a direct product analysis could not be performed. Based upon the available information, the exact cause for the reported event cannot be determined, but there is no indication that a device defect or malfunction was involved. All available information has been placed on file for use in tracking, trending and follow up.